Manufacturer narrative:
Based on the claim against the product by the customer noting faults on the universal surgical manipulator (usm) 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was onsite for another service call which required replacement of usm 2 to resolve the issue. The errors logs indicated multiple 23087 errors for usm 2. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding faults on the universal surgical manipulator (usm) 2 was confirmed based on the field evaluation. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported faults on the universal surgical manipulator (usm) 2. The customer stated that they tried to recover the fault but had to power cycle the system. After the power cycle, the usm 2 faulted again and they were able to recover. While the technical service engineer (tse) reviewed the logs, the system faulted again and the tse suggested to disable the usm if the surgeon was able to continue using 3 usms only. Tse confirmed multiple errors within the usm for the acc board. The surgeon made the decision to disable arm 2. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up. The system did power on without any errors. The procedure was robotically completed with 3 arms.